Manufacturer narrative:
Section h4: corrected data. Manufacturer¿s investigation conclusion a specific cause for the reported infection and heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists various types of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year & 3 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient admitted (B)(6) 2019 due to accidentally hitting his right leg with a hammer approximately 2 weeks ago. He developed right leg and ankle swelling, redness and was started on bactrim as an outpatient without improvement in his leg. He went to outside ER and was treated with IV clindamycin as well as bactrim and sent home. Patient developed a fever of a 102 degrees fahrenheit, chills, increasing pain, and began to have difficulty bearing weight on his leg. Patient was then readmitted to the emergency room on (B)(6) 2019. Computer tomography scan revealed soft tissue inflammation and swelling throughout the entire right lower extremity without evidence of fracture. I+d of an abscess on his leg was performed that revealed cellulitis staphylococcus aureus. Patient also showed sign of heart failure, that was not induced by ventricular assist device (vad) therapy. Patient was diuresed with 40 mg IV lasix on (B)(6) 2019 which was stopped on (B)(6) 2019. On (B)(6) 2019 60 mg IV lasix was added to the patient treatment but was stopped when the patient was discharged on (B)(6) 2019. On (B)(6) 2019 patient started vancomycin 2000 mg IV every 12 hr (stopped (B)(6) 2019); (B)(6) 2019 started zosyn 3.375 grams every 6 hr (stopped (B)(6) 2019); (B)(6) 2019 started cefepime 1000 mg IV every 12 hr (stopped (B)(6) 2019); (B)(6) 2019 started clindamycin 900 mg IV every 8 hr(stopped (B)(6) 2019); (B)(6) 2019 started vancomycin 2000 mg IV every 12 hr (stopped (B)(6) 2019); (B)(6) 2019 started cefepime 2000 mg IV every 12 hr (stopped (B)(6) 2019); (B)(6) 2019 started ceftriaxone 2000 mg IV every 24 hr (stopped (B)(6) 2019); (B)(6) 2019 started oxacillin 2000 mg IV every 4 hr (stopped (B)(6) 2019); (B)(6) 2019 started dicloxacillin 500 mg orally everyday. Patient was discharged on (B)(6) 2019 with 500 mg dicloxacillin orally/daily and torsemide 30 mg orally/daily. No further information provided.